Event description:
Lens was explanted because a haptic tore off after lens insertion.

Manufacturer narrative:
The surgeon believes the defect may have been caused when the pt moved and the surgeon mis-advanced the lens.